Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. A review of the logfiles for the day of treatment showed no errors or any relevant warnings. During start-up of the system, the vacuum, the energy and the ablation tests were performed. The logfiles showed successfully performed treatments. The energy was stable during the treatment day. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy was detectable. The user operated surgery within the recommended energy settings. However, the flap thickness was thin. No technical root cause could be identified. According technical onsite visit and logfile review, no technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that flap thickness has become significantly thinner. New information was received. Energy settings were recently changed and the surgeon thinks this may have contributed. The surgeon mentioned that he has been routinely getting 15-20 microns thinner flaps. New information was received. Correct recommended settings were provided to the doctor and a new modified settings option based on that. The surgeon has been very happy since then. There are two related reports for this facility. This report addresses multiple patients and another manufacturer report will be filed for a specific patient.